Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had a 45 degree angle crack on his screen and has a vision problem. Customer didn't know his blood glucose level. Customer stated the crack is on the lcd display. Customer stated he can't see the screen because he has partial blind in his eye and he has bleeding in his eyes and just had surgery a week ago. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.